Event description:
The customer observed error code 1402 unable to process the test. Activated read failure, 1072 unable to calculate a result, and module stop due to a reservoir pre-trigger sensor error while processing on the alinity I processing module (errors confirmed using internal data). The field service representative was onsite for the vacuum errors and the pre-trigger level sensor was replaced with additional troubleshooting for the vacuum errors. The replacement of the pre-trigger level sensor resolved the issue. There was no patient involvement and no impact to patient management was reported.

Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with the installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation, continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.